Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found that the reported phenomenon was not duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, there was possibility that this event was attributed to the failure of the ccd unit or the electrical circuit board in the video connector, or some malfunction of the video system center. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified surgery with the subject device at the user facility, it was found that when the angulation control knob was operated, the endoscopic image of the subject device on the monitor became pitch black from the outside to the center like blinking slowly. The user facility replaced the subject device to another similar device to complete the procedure. In addition, it was also informed that the reported phenomenon occurred even when reconnecting to the video system center (otv-s300), but when the subject device was replaced to unspecified rigid endoscope and unspecified camera head, it could be used without any problem, so it was surmised that the subject device had failure. The field service engineer checked the subject device on-site and found that the reported phenomenon was not duplicated. There was no report of patient injury associated with this event.